Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a frozen display after receiving an alarm. The customer stated that she will go to the emergency room for her high blood glucose. The blood glucose reading was 400 mg/dl. The customer stated that the device rested for five mins and the frozen screen still continued. Advised customer to rest the insulin pump for two hours and call back if the device does not work. Explained esd to customer. No further info was provided.